Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, including misaligned insertion, improper bone preparation, and/or prying or levering of the device during insertion, which may have contributed to the reported condition.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th oct 2025, it was reported by an arthrex's employee via an email that for 2 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one # 2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.